Event description:
It was reported that the patient's first pump had "completely quit" without the patient initially noticing. It was noted that this pump was taken out. It was unknown which drug the system was delivering.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j11176r21, implanted: (B)(6) 2002. Product type: catheter. (B)(4).